Event description:
Essure during the first, second and third trimesters of pregnancy. In 2014, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), renal impairment ("worsening of kidney dysfunctions") and dental caries ("tooth decay"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (serious criterion medically significant). In 2016, the patient experienced endometriosis ("developed severe, abdominal and bowel pain, most likely due to endometriosis") with abdominal pain lower, dysmenorrhoea, menorrhagia, functional gastrointestinal disorder and gastrointestinal pain. The patient was treated with surgery (bilateral salpingectomy, both fallopian tubes removed on (B)(6) 2015) and surgery (uterine hysteroscopy with ablation in (B)(6) 2016). Essure was withdrawn. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, back pain, dyspareunia, alopecia, vaginal infection, fatigue, headache, renal impairment and dental caries outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, genital haemorrhage, pregnancy with contraceptive device, endometriosis, back pain, dyspareunia, alopecia, vaginal infection, fatigue, headache, renal impairment and dental caries to be related to essure. The reporter commented: since the removal surgery, symptoms have mostly resolved, though some remain (unspecified) . Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal heavy bleeding (seen as genital bleeding). Approximately one year after insertion procedure, she discovered that she was pregnant (device ineffective). She gave birth to a baby boy (outcome unknown) and had essure coils removed approximately 2 years after insertion. Abdominal pain and genital hemorrhage may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was not reported if patient underwent the confirmation test; however, as the pregnancy was diagnosed approximately one year after insertion, the possibility of a device ineffective cannot be totally excluded. Thus, company also assesses this pregnancy as related to essure. This case was regarded as incident since intervention was required and essure coils had to be removed. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), renal impairment ("worsening of kidney dysfunctions") and dental caries ("tooth decay"). On (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"), 1 year after insertion of essure. In 2016, the patient experienced endometriosis ("developed severe, abdominal and bowel pain, most likely due to endometriosis") with abdominal pain lower, dysmenorrhoea, menorrhagia, functional gastrointestinal disorder and gastrointestinal pain. On an unknown date, the patient experienced nephrolithiasis ("kidney stones"). The patient was treated with surgery (bilateral salpingectomy, both fallopian tubes removed on (B)(6)2015 and uterine hysteroscopy with ablation in (B)(6)2016). Essure was removed on (B)(6)2015. On (B)(6)2015, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, back pain, dyspareunia, alopecia, vaginal infection, fatigue, headache, renal impairment, dental caries and nephrolithiasis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered alopecia, back pain, dental caries, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, renal impairment and vaginal infection to be related to essure. The reporter commented: since the removal surgery, symptoms have mostly resolved, though some remain (unspecified) . Diagnostic results: on (B)(6)2015 unspecified test: pregnancy confirmed (for child case see (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), renal impairment ("worsening of kidney dysfunctions") and dental caries ("tooth decay"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"), 1 year after insertion of essure. In 2016, the patient experienced endometriosis ("developed severe, abdominal and bowel pain, most likely due to endometriosis") with abdominal pain lower, dysmenorrhoea, menorrhagia, functional gastrointestinal disorder and gastrointestinal pain. On an unknown date, the patient experienced nephrolithiasis ("kidney stones"). The patient was treated with surgery (bilateral salpingectomy, both fallopian tubes removed on (B)(6) 2015 and uterine hysteroscopy with ablation in (B)(6) 2016). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, back pain, dyspareunia, alopecia, vaginal infection, fatigue, headache, renal impairment, dental caries and nephrolithiasis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, back pain, dental caries, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, nephrolithiasis, pelvic pain, pregnancy with contraceptive device, renal impairment and vaginal infection to be related to essure. The reporter commented: since the removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results: on (B)(6) 2015 unspecified test: pregnancy confirmed (for child case see (B)(4)) . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (mother case) and foetal exposure during pregnancy (baby case). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: patient's age group was added, new event "kidney stones" was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (mother case) and foetal exposure during pregnancy (baby case). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Due to internal review pregnancy outcome was updated to live birth, child unhealthy (see linked child case (B)(6)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal heavy bleeding (seen as genital bleeding). Approximately one year after insertion procedure, she discovered that she was pregnant (device ineffective). She gave birth to a baby boy, not healthy, and had essure coils removed approximately 2 years after insertion. Abdominal pain and genital hemorrhage may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use and pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was not reported if patient underwent the confirmation test; however, as the pregnancy was diagnosed approximately one year after insertion, the possibility of a device ineffective cannot be totally excluded. Thus, company also assesses this pregnancy as related to essure. This case was regarded as incident since intervention was required and essure coils had to be removed. Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.